Event description:
It was reported that during a follow-up, the patient had granulation tissue in the vaginal wall and along the direction of the braided suture. They cauterized the site and cust out the suture. The patient's incontinence has returned. No product is being returned.